Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva) has been completed. The returned product was visually inspected and no abnormalities were found. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Intra-aortic balloon pump was initially placed for cardiogenic shock and hemodynamic support. The patient was subsequently transitioned to impell 5.5 and venoarterial extracorporeal membrane oxygenation (va ECMO) support. Later in the day the patient was started on continuous renal replacement therapy. Two days after start of support, the patient experienced an acute right middle cerebral artery perfusion zone infarct. Neurology consulted and electroencephalogram performed showed no seizure activity. Per reports, neurology stated there were signs of early forming stroke on the computed tomography of the head performed prior to va ECMO and impella placement. Systemic anticoagulation remained on hold. Following, an echocardiogram showed improved heart function with ejection fraction 30%-35%. Approximately three days later the impella 5.5 device was explanted with a survived outcome. It was reported the patient's neurological status had improved. The patient withdrew to pain lower left extremity and follows commands with movement on right side.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿